Event description:
It was reported that the screen on/quick bolus button is stuck in the down position and does not move freely.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.